Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 600 mg/dl, with no symptoms. Patient received no unusual treatment. During troubleshooting, customer support found that the basal history did not match active basal program. Patient will resume pump therapy when a replacement pump is received. This complaint is being reported because the patient experienced hyperglycemia and the discrepancy in the basal history was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: no defect was found. Testing was unable to duplicate the complaint. The black box shows a replace cartridge alarm on (B)(6) 2014 03:53; deliveries resumed at 08:24. Basal history shows a 0.00u basal program on (B)(6) 2014 starting at 08:23. Next at 11:30 a 0.4u bolus was delivered. At 12:17 a 0.35u bolus was delivered. Basal deliveries resumed at 12:26 on (B)(6). Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed. 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. This animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.